Event description:
The patient called lifescan (lfs) and alleged that his meter was set to the incorrect unit of measurement. He reported that he was taken to the hospital and was treated with insulin; however, he did not report his blood glucose result at the hospital. He does not know the amount or type of insulin he was given. Since going to the hospital, the patient took his meter to the pharmacy for assistance but the meter continued to revert to mmol/l. Medical affairs attempted unsuccessfully to reach the patient for more information. A letter has been sent as a second attempt to reach the patient. This case is being reported as a malfunction, due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings. Also there is no indication of the patient suffering a serious injury (no results to indicate a serious injury). A replacement meter is being sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.